Manufacturer narrative:
(B)(6). Additional product codes for this report include hrx. (B)(4) device is an instrument and is not implanted or explanted. Per facility, the complainant parts were discarded and are not available for investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing date: may 7, 2015 - expiration date: march 31, 2017 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was filling a bone void utilizing a reamer irrigator aspirator (ria) system to ream out a canal for a bone graft when the tube assembly became clogged. Some graft was lost due to the clogging. A second part was used and this one had difficulty as well. The surgeon was not sure if it was a suction issue, an irrigation issue, or if he went too fast. A ten (10) to fifteen (15) minute delay was reported, but the procedure was completed successfully. This report is 1 of 2 for (B)(4).